Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display information disappears when the keypad buttons are pressed. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that a new battery did not resolve the pump issues and the pump did not pass the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display, no backlight anomaly and no display anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.